Event description:
It was reported via a post market clinical follow-up (pmcf) survey, the diego elite was used for a soft tissue shaving of the head and neck and did not coagulate adequately due to patient factors unrelated to the device. Therefore, a suture tie was used. The device did adequately debride during the procedure. Periprocedural bleeding occurred that was managed clinically by an additional surgical intervention. The patient made a full recovery to baseline at the time of hospital discharge. There were no known patient co-morbidities at the time of procedure that may have attributed to the bleeding.

Manufacturer narrative:
A2: age stated to be older than 55 years old. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.